Manufacturer narrative:
Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Late prosthetic valve endocarditis is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections, invasive interventions, and indwelling catheters. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote. In this case, the source of the infection cannot be confirmed; however, it appears to be related to contamination during surgery, according to the physician. There is no indication of any issues related to sterilization during the manufacturing process of the sapien valves. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our (B)(6) affiliate, approximately thirty five days post implant of a 26mm sapien 3 valve by transfemoral approach in the aortic position, the patient developed infective endocarditis. The patient developed general weakness, poor oral intake, fever and chills. Aortic valve replacement was performed, but unfortunately after the procedure the patient did not recover and subsequently expired. An echo (tee) was performed and vegetation was noted. A blood culture was performed and staphylococcus epidermidis was identified; however, the source of the infection is not known and is suspected to be related to the procedure.